Manufacturer narrative:
This report is being filed to provide additional information in e.3, h.3, h.6 and h.10. Root cause: the root cause of the reported incident was the adjustment of the locking assembly.

Manufacturer narrative:
Investigation: the service representative was able to confirm the reported condition. The service representative adjusted the IV pole locking assembly and cleaned the IV bag pole assy. IV pole functionality was tested for proper operation per manufacturer's procedure. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.